Event description:
It was reported by the sales rep that the handpiece was leaking fluid during the procedure. No fluid entered the surgical site. There are no adverse consequences reported due to this event, and the procedure was completed successfully as planned using this handpiece.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was able to confirm the reported event; the primary failure of this device is most likely the e-box. The root cause of the failure is that the internal silicone potting material did not cure properly. The handpiece was repaired and returned to the customer.